Manufacturer narrative:
The customer did not request any service. Logs, service report and the status of the ventilator were not provided for our evaluation. Due to lack of information, the root cause of the reported event can not be found. H3 other text : 4117.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).